Event description:
The patient had a PICC line placed with no resistance. There was an unusual kink noted at the end of the PICC line but the PICC line worked fine. The tip was drawn back 1 cm. This PICC line was placed in same vessel as an intrajugular (ij) line. The ij line was then removed. Two days later patient coded. Suspicion that insertion or removal of ij line caused perforation of superior vena cava (svc).